Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient saw a out of regulation (oor) condition and was unable to adjust stimulation. It was noted last recharge was the sunday prior to report and implantable neurostimulator (ins) battery was full. It was stated the patient woke up on morning of report with a headache and did not feel stimulation. It was noted patient tried to increase stimulation and got oor message. It was stated at time of report stimulation was turned on, but he could not feel stimulation.